Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the celiac artery. A 7.0x30x135cm express® ld iliac / biliary stent was advanced to treat the lesion. However, the stent came off the balloon prior to deployment in the target lesion. The stent was then captured and was deployed in the iliac artery instead. No patient complications were reported and the patient was not harmed.